Manufacturer narrative:
Section a: patient information was requested but not provided. Section g3: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the heartmate mobile power unit (mpu) was not confirmed as no product was returned and no additional files were submitted. The provided information indicated the patient received a letter regarding the recall of the mpu and the mpu was to be replaced. Multiple attempts were made to obtain additional information regarding availability of log files, patient consequence as a result of the reported event, if the mpu has a v-lock connector on the ac power cord, if the ac power cord came loose at the wall outlet or back of the unit, if there were an environmental circumstances that would have affected ac power at the time of the event, and if the mpu will return; however, no additional information was provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2024. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and resolve no external power alarms, and all other alarms associated with the system controller and mobile power unit (mpu). The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. The heartmate 3 instruction for use section f, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient contacted heartline to report that their mobile power unit (mpu) was on the list of potentially impacted mpus. The mpu had a yellow wrench alarm.